Event description:
It was reported that an unexpected device error was noted when the device was interrogated. No intervention was made at this time.

Manufacturer narrative:
Manufacturer report 2017865-2024-60549 should not have been reported as a medical device report (MDR), as the serial number was incorrectly reported as (B)(6) and there is no device malfunction with the reported serial number.